Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, multiple system notices had occurred indicating that the refrigerant delivery path was obstructed. The balloon catheter, coaxial umbilical cable were replaced and the console was vented without resolve. The procedure was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files confirmed the 50012 system notice ¿the refrigerant delivery path is obstructed¿. A console pressure valve was replaced and the console was deemed ready for use. The product issue reported (system notice (B)(4)) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.